Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident at the exposed proximal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found a kink on the hypotube shaft within the strain relief section at the proximal end of the delivery system. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.· (B)(4).

Event description:
Reportable based on analysis completed on 26-feb-2015. It was reported that failure to deploy occurred. The 80% stenosed, with a >45 and< 90 degree bend target lesion was located in the moderately calcified distal left circumflex artery (lcx). After predilation of a semi compliant balloon, a 2.25x28mm promus element ¿ stent was advanced to treat the lesion. Upon stent deployment, resistance was encountered due to calcium and tortuosity of the vessel. The device was removed and plain old balloon angioplasty (poba) was performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damaged.